Event description:
Patient presented with over 2 weeks worth of sob type symptoms but got acutely worse in the 2 days prior to presentation. Found to have troponin > 1000, pro-bnp > 12000, ldh slightly up (250), lactate around 2.5. Echo with lvedd (left ventricular end-diastolic diameter) from 4.5 cm at last to 7 cm. Creat up from 1 to 1.7. CT morph negative for external outflow graft obstruction. Cardiac index of 1.4 and elevated pa's into the 70's. Attempted to increase speed with no change in flows. Started on dobutamine, again no change in flows but pa's up to almost 90. He has an oversewn aov (aortic valve). Log files sent to abbott and team was able to discuss with engineer findings. Suggestive of partial inflow cannula obstruction. Given oversewn aortic valve and acute decompensation he was put on awake ECMO (extracorporeal membrane oxygenation) before being taken emergently to the or for a pump exchange. Intraoperatively, upon pump removal, noted a thrombus in the inlet cannula. Post-operatively, hemodynamics restored quickly and remainder of hospital course was uneventful. Discharged home.